Event description:
The user reported that the monitor touch screen stopped working. The customer was advised to clean the unit. The user reported that after the touch screen was cleaned, the touch screen was tried twice and the unit worked both times. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.